Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was receiving a pump error alarm every day and the customer had to restart the insulin pump. The customer was able to clear the alarm. The customer stated that the self-test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. However, device alarmed a64 during self test due to faulty connector or radio frequency board.